Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. New information added to the following fields: d8, d9, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "error e103" and " fan makes abnormal noise" were caused by a failure of the fan motor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source was showing e103 error code and the fan was making a noise. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.